Event description:
The reporter experienced an er1 message, retested and got a result. He report that his blood glucoses run high and that he had received er1's on several occasions. There was no allegation of harm made.